Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and delamination of the plug strap disk shell. Leak test and microscopic analysis was performed which identified: opening crease sharp on anterior, yellow biological tissue inner device, creases fold and delamination total of the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the plug strap disk shell (cohesive failure). An opening crease sharp on anterior assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported deflation for left side device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation for left side device. Device has been explanted.